Event description:
According to the reporter: during the procedure, a blue broken piece was found in abdominal cavity. The broken piece was retrieved and appeared to be a part of the port. There was no possibility of any other material remaining in cavity. Another device was used to complete the procedure. No bleeding occurred. No tissue was damaged. There was no pt harm. Operative time was not extended.

Manufacturer narrative:
(B)(4).